Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Event description:
Healthcare provider reports: inconsistent pt results. Reported protime inr results 10, repeat result 1.1. This complaint occurred outside the us.